Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. A worn interconnect cable was found during the investigation and was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was black effectively eliminating the ability to view a usable image. The system was rebooted and imaging functionality was restored. No pt death or serious injury was reported related to this event.